Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bariatric procedure, there was a poor staple formation and resulted to bleeding on the clamp lines. Over sewing was then performed to fix the staple line. The event resulted to an extended surgical time to 30 minutes or more.